Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14763. It was reported the patient had an infection at the ipg and lead site. As a result, surgical intervention occurred on (B)(6) 2022 wherein the physician performed a wound irrigation to address the issue. Patient was administered oral and IV antibiotics.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s); however, no explanted products were returned for analysis. The physician performed a wound irrigation to address the issue. Patient was administered oral and IV antibiotics and infection was resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated infection has resolved.